Manufacturer narrative:
Medical device expiration date: na. The event described occurred on a ce-ivd instrument, it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing patient samples with bd facslyric¿ 2l6c instrument erroneous results were obtained. The results were compared to internal qc and repeated. There was no patient impact. The following information was provided by the initial reporter: facslyric 2l6c-unexpected error :exception has been thrown by the target of an invocation" popup when running a worklist. After clicking "ok", it will continue to run without affecting their result. Were the samples analyzed on the instrument patient samples? Yes. If they were patient samples, were incorrect results obtained or used? All result are correct since the customer feedbacks that any result will be reviewed by comparing with their internal qc. Any abnormal result of sample run is required to be repeated before release. Any treatment provide to the patient based on the result? Yes. Was there any harm to the patient? No since all results are correct as mentioned above.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to facslyric 2l6c instrument, part # 651165, serial # (B)(6). Problem statement: customer reported a complaint regarding their instrument producing erroneous results. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 08feb2021 to 08feb2022 complaint trend: there are 3 complaints related to the issue of erroneous results; date range from 08feb2021 to 08feb2022 manufacturing device history record (DHR) review: DHR part #651165, serial # (B)(6), file # (B)(6), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results was likely due to an application issue. The customer had initially reported that they were receiving the error ¿exception has been thrown by the target of an invocation¿ while running a worklist, and that the instrument would run properly after clicking ok. This issue was escalated to gse and they noted that this issue has several potential root causes. They found that this exception occurred inside the event handler and the default application exception handler was invoked and displayed the message. Upon looking into the logs, the user may have modified a cell in the worklist grid while it was being updated. This issue could not be reproduced but has been determined to be mostly harmless since no data would be lost due to this bug. This software bug is known and has been listed with the azure tfs defect number 386744. No parts were requested for evaluation as there were no parts replaced. Aside from the error message, the instrument was functioning as expected. Although the instrument was running patient samples during the event, the customer reported that any abnormal results would be rerun before release and were not used for treatment. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2021. Defective part number: n/a. Case comments: (3/7/2022 9:16 pm) local team agrees to close. There¿s no single reason for this error. Can happen for many reasons, generally has to do with application errors that occur when the application is coordinating work among multiple threads/tasks. Looks like exception occurred inside an event handler and eventually the default application exception handler was invoked and displayed default message to user unexpected error with details. (3/1/2022 7:46 am) customer received an error during feb 7-8. Gse is working with local team in reviewing logs to find the potential cause for this error. (2/8/2022 1:59 am) facslyric 2l6c-unexpected error :exception has been thrown by the target of an invocation" popup when running a worklist. After clicking "ok", it will continue to run without affecting their result. Customer wants to know the meaning of the error & its root cause. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058ra, rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes, no. Azure ID: (B)(6). ID: (B)(6), reg status: ivd; ruo hazard: wrong results--wrong setup, cause: daily assay setup fails to complete and customer proceeds with "old" setup. Harmful effects: potential wrong interpretation of data. Potential incorrect or delayed results. Risk control: sw dialog to warn user prior to worklist run if assay setup has expired. Qc message on laboratory report if bd assay setup has expired. Req link (azure ID): (B)(6) worklist validation, 90786 fs11-faq-3531 display qc warning: implementation verification: fs11-faq-3536_wl_run_worklist_error (pass), fs11-faq-3531_am_qcmessage_worklist validation errors (pass) effectiveness verification: facsuite clinical v1.0 software verification summary report phase 2 version 1.0 12/21/14. Probability: 1, risk index: 3, residual risk evaluation: a, new hazards: none. Mitigation(s) sufficient yes, no. Root cause: based on the investigation results the root cause of the erroneous results was likely due to an application, or software issue. Conclusion: based on the investigation results the root cause of the erroneous results was likely due to an application, or software issue. The customer reported an unexpected error message and the issue was escalated to gse to find the potential cause. The local team agreed to close the case and commented that the error generally occurs from application issues. Upon speaking with several software engineers, it was noted that while this is a known software issue, it can occur due to many reasons and could not be reproduced. However, this bug seemed to be relatively harmless as no data would be lost in this event. This software bug is known and has been listed with the azure tfs defect number 386744. The customer reported that aside from the error messages, the instrument was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a h3 other text : see h10.

Event description:
It was reported that while testing patient samples with bd facslyric¿ 2l6c instrument erroneous results were obtained. The results were compared to internal qc and repeated. There was no patient impact. The following information was provided by the initial reporter: facslyric 2l6c-unexpected error :exception has been thrown by the target of an invocation" popup when running a worklist. After clicking "ok", it will continue to run without affecting their result. Were the samples analyzed on the instrument patient samples? Yes. If they were patient samples, were incorrect results obtained or used? All result are correct since the customer feedbacks that any result will be reviewed by comparing with their internal qc. Any abnormal result of sample run is required to be repeated before release. Any treatment provide to the patient based on the result? Yes. Was there any harm to the patient? No since all results are correct as mentioned above.